Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 30 mmol/l. Customer was treat with insulin pen for high blood glucose level. Customer did attempt troubleshooting for high blood glucose level. Customer reported that they had low blood glucose level. The insulin pump will not be returned for analysis.